Event description:
Spontaneous call received from pt due to pump malfunction. The malfunction did not occur while in use with pt. Pt was loading syringe into pump and when hitting fill-tubing, it would continuously come back to the load function unchecked. Pt tried again today with me on the phone and was able to go and fill tubing; however no water drop came out, therefore we are shipping new pump. No further info known. Reported to (B)(6) by pt/caregiver. Dates of use: from "(B)(6) 2017" to current. Diagnosis or reason for use: pah.